Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had high impedance on their lead contacts. During the surgical intervention to replace the ipg on (B)(6) 2018, high impedances were measured intraoperatively. Reportedly, the lead is suspected to be fractured. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the lead was explanted and replaced with a new lead. Stimulation was restored post-procedure. Issue resolved.